Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.